Event description:
It was reported that the device is providing inaccurate spo2 readings. Customer reported that the device is causing an spo2 reading of 49% and 46%, which is consistent with the recall notification that was received. Customer tested product after receiving recall notice. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted. The device has been identified to be part of masimo recall and is assigned recall #z-0213-2015. The customer has been notified of this recall.

Manufacturer narrative:
The returned sensor was evaluated. During eval, the sensor failed functional testing. The spo2 readings were low due to the emitter drive wires being reversed.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed functional testing. The spo2 readings were low due to the internal emitter drive wires being reversed. (B)(4) is a serial #. No lot # available. Updated masimo oximeter to ge telemetry transmitter. Updated sensor to cable.